Event description:
Articulating endoscopic linear cutter echelon flex 60 powered malfunction during use inside a pt during a laparoscopic robotic procedure. Instrument closed on tissue, renal vein. Cutting and stapling device unable to engage/activate. Instrument needed to be manually opened to remove from vein.